Event description:
It was reported that during preparation for a stenting treatment procedure a stent was missing from the device. When removing the 3.0 x 16mm veriflex mr stent delivery system from the packaging it was noted that the stent was missing. The procedure was completed with another 3.0 x 16mm veriflex mr stent. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for a stenting treatment procedure a stent was missing from the device. When removing the 3.0 x 16mm veriflex mr stent delivery system from the packaging it was noted that the stent was missing. The procedure was completed with another 3.0 x 16mm veriflex mr stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the stent had detached from the delivery balloon and was not returned for analysis. An examination of the balloon found a clear impression of where the stent had been crimped initially on the balloon. An examination of the delivery catheter identified no signs of device use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is handling damage as the event occured prior to patient contact.. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).